Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with symptoms of fatigue. Loss of capture and sensing were observed. Lead was found dislodged via diagnostic imaging. Lead was explanted and replaced. Patient was fine.